Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac complaint of internal leak was verified. The physical condition of the device revealed damaged battery compartment and case, the manometer has shifted out of place to the left, knobs are not aligned to its end stops, and the front panel is bowed on the left side. The patient outlet fitting is missing the oring and threads are nicked. Internally, 18mm standoff was broken, the bezel is cracked, and the main board has hot glue on the ribbon cable connection. When connecting device and hooking up to oxygen and found the incident is related to a faulty flow block. Repair summary: replaced faulty flow block to correct the customer reported reason. Replaced damaged battery compartment, oscillator block, gauge bezel and corroded led's, main board, 18mm stand off, interface pcb, faulty I/o block, on/off switch cam, mounting screw, regulator block, variable relief valve, demand valve body, MRI dump valve assembly. Installed service kit 510a3039, performed pm, recalibrated, cleaned device and affix service label.

Event description:
Device evaluation completed and summary in h10.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator had an internal leak. No patient injury or complications were reported in relation to this event.